Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion, and the device would stop by itself. Therefore, the reported condition of the unit being "spoiled" was confirmed. However, the assignable root cause was not determined. Ia review of the device history was performed and no non-conformance's were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device would not change, did not function, had unintended activation/motion, the device would stop by itself, the light emitting diode (led) warning light indicator error (service) was on, and the device would not hold/secure the battery. It was further determined that the device failed pretest for saw-test, function test, check for unintended motion with the handpiece device, check device interaction ¿ power module to handpiece and lid, charging and checking of power module in charger, and information button and self-test. It was noted in the service order that the post procedure it was observed that the unit was ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.